Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the leadless pacemaker exhibited high capture threshold. The leadless pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.